Event description:
It was reported that during a da vinci hysterectomy procedure, wires that controls the driver broke and were protruding from the mega suturecut needle driver instrument. There was no allegation of harm or injury to the patient and nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal idlers. The idler pulley spun freely. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was the distal idler pulley on which broken cable was seated had a section that was bent inwards. Failure analysis concluded the pulley damage was likely due to mishandling and this damage likely contributed to the cable breakage. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .330 - .097 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.